Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the attachment device and cutter device were stuck inside the handpiece device. The burr lock mechanism was disassembled and the cutter device was found to be broken as there was a frictional wear on the spindle on two different areas then burr from brake galled cutter shaft to spindle in two different areas. It was determined that this was due to excessive force/ the assignable root cause was due to component damage caused by user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event. It was reported that during a neuro craniotomy surgical procedure, it was observed that the attachment device and burr device were stuck inside the motor device. There was a ten minute delay to the surgical procedure. A spare motor device was available to complete the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.